Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 364 mg/dl. The use addressed bg level with a bolus via the pump. Reportedly, the user does not use the correction features for the pump and always enters in their own numbers.

Manufacturer narrative:
A follow up from the clinical diabetes specialist on (B)(6) 2017 indicated that the user went the emergency room for diabetic ketoacidosis (dka) and a blood glucose (bg) level ranging from 450 mg/dl to 500 mg/dl after calling 911. Reportedly, the customer believes the pump caused the dka. The user was hospitalized on (B)(6) 2017, was treated with manual injections as well as intravenous drip, and was released from the hospital on (B)(6) 2017. Reportedly, the user reverted to an alternate pump for insulin therapy.